Manufacturer narrative:
Additional MFR narrativeadditional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560. Model: sc-2408-56. (B)(6) product family: scs-linear leads-MRI upn: m365sc2408560. Model: sc-2408-56. (B)(6).

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.